Manufacturer narrative:
(B)(4).

Event description:
Additional information received from the consumer reported that the rash was determined to not be related to the device. Two wires had come loose from the battery, so the device was reprogrammed to use only the two wires that were still attached to the battery. If that did not work within 6 weeks, the next step would be to remove the device or reattach the unconnected wires.

Manufacturer narrative:
Concomitant medical products: product ID: 3037, serial# (B)(4), product type: programmer, patient. Product ID: 3889-33, lot# va0gl2s, implanted: (B)(6) 2014, product type: lead. (B)(4).

Event description:
It was reported that there was paresthesia in the wrong location. Pain and uncomfortable stimulation were reported. The patient asked if a wire can come loose and she thinks the wire was coming loose. She feels it going into her leg when she touches it going back to the ins(stimulator). The patient feels stimulation on her right leg and below the panty line. She feels something there which goes away when she turns stimulation off. Patient recently had rf (radiofrequency) ablation. The patient had rf ablation for her back which did not work. She was still in a lot of pain and she gets rf every 6 months from l3 to s1. Patient also said her ins flipped and can stand up. When the patient turns the stimulation off, it does stop the sensation. While on the call, the patient said she sees a pain therapy hcp (healthcare provider) for back pain. She had a back surgery with titanium parts prior to getting her manufacturer device. She was considering getting a spinal cord stimulator for pain. It was noted about 3 weeks ago, the patient had gained 10 pounds but had not had any traumas or falls. Patient went to hcp because she felt something was not right. The manufacturer representative helped her set it and it was too high. Patient said it was prior to 3 weeks ago. It was also reported that the patient had rashes and not just in one area it goes from knee shoulder "hind end". Little puffy things and one spot starts getting better it starts somewhere else. The patient's dermatologist wanted to know what the ins was made of. The indication for use were urinary dysfunction/sacral nerve stimulation and gastrointestinal/ pelvic floor.